Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed the tip failed leak, thermistor, and visual inspection testing due to burnt trace observed on the surface membrane and the observance of dielectric breakdown. No functional testing can be performed due to dielectric breakdown being observed. This evaluation confirms the customer¿s account of damage to the tip surface during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The datacard was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. No patient injury occurred. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Investigation found damage to the radio frequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Event description:
A distributor reported that while performing a thermage treatment the patient felt uncomfortable and the tip surface had been damaged. The practitioner changed the tip for safety and proceeded with the treatment. No patient injuries occurred.